Manufacturer narrative:
Batch review performed on 03 march 2025 (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-03-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Additional implants also revised: reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm (k170452) lot. 2004288 batch review performed on 03 march 2025 (B)(4) items manufactured and released on 22-jul-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058) lot. 2244733 batch review performed on 03 march 2025 (B)(4) items manufactured and released on 21-mar-2023. Expiration date: 2028-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0206 lat. Glenosphere 32xø24.5 (k193175) lot. 2103686 batch review performed on 03 march 2025 (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 8 months from the primary, the patient came in reporting instability and looseness and the cause is unknown. No issue detected with the implants. The surgeon believes it was tissue related. He revised the metaphysis, liner and glenosphere. The surgery was completed successfully.